Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed all functional testing including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected low battery or blank display occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report shortened battery life and that the insulin pump would not turn on. The customer reverted to a backup plan and was treating with manual injections. The customer's blood glucose reading was unknown. The customer performed troubleshooting on the battery compartment and after inserting a new battery, the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed to return the device and it would be replaced.